Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records and primary surgery sticker sheets received. After review of medical records, the patient was revised to address pain, swelling, inability to walk and metal-on-metal reaction. Operative findings include a large effusion inside the hip capsule, metallosis and staining of tissue and evidence of metal-on-metal reaction with some necrosis of the lateral and posterior tissue. There was no evidence of infection and all abnormal tissue around the acetabulum were excised. Doi: (B)(6) 2010 - dor: (B)(6) 2019, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.